Event description:
It was reported that the tip of the tap flared open due to sclerotic bone in the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
The device was returned for evaluation. Visual and optical examination confirm tips of the tap is splayed, indicative of off-axis use of the tapping instrument with respect to guidewire.